Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device switched settings on its own, displayed an unk "fault code" message and failed the 30 joule self test. Complainant did not indicate that there was any pt involvement in the reported malfunction.